Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The target lesion was located in the proximal right coronary artery (rca). A 4mm promus elite was deployed and the stent delivery system balloon deflated. The balloon was moved back a little and then reinflated to about rated burst pressure in order to flare the ostium. It was then noted that the catheter could not be removed as it was stuck on the wire. The catheter was removed together with the guidewire. There were no patient complications and the patient status was fine.